Event description:
Healthcare professional reported left "exchange from textured to smooth due to concern with the product." Healthcare professional later reported "capsular contracture baker grade unknown." Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Opening observed. Crease fold observed.

Event description:
Healthcare professional reported left "exchange from textured to smooth due to concern with the product." Healthcare professional later reported capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Event description:
Healthcare professional later reported capsular contracture baker grade iii/IV.